Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported via a manufacturing representative they had painful shooting tingling in their feet and felt as though it was shooting out of their toes. It felt intensified at time when their system was on and when it was off. The constant painful tingling in both of their feet happened the day after implant. Impedances were checked and everything was normal and in range. The representative did not feel anything was wrong with the battery or leads. They were able to get good coverage with new programming. The patient was getting relief and the tingling had subsided finally. That weekend the patient started to feel the constant tingling with their system on and off so the patient turned their device off for the rest of the day and turned it back on the next day. When the device was turned back on the patient was getting relief intermittently. The issue was not resolved but the patient did have a follow up appointment with the physician. At the appointment the health care professional decided to get and x-ray of the leads. Imaging con firmed one lead pulled down a level but the other lead was in the perfect spot. They attempted to program at the top of the lead but it did not improve. The patient continued to get shooting tingling up and down their foot when the system was on and off. The patient had a history of neuropathy, spinal pain, and diabetes; additionally they had a tough time distinguishing between their neuropathy and stimulation tingling. Surgical intervention was planned for (B)(6) 2015. They planned to revise the lead and place it further up in the epidural space from the original place to attempt to help.